Event description:
(B)(4). I was implanted with a medical device implant called essure in 2013. This medical device implant is now manufactured by bayer, formally by conceptus inc. The onset of my complaint started in 2014; this is a list of my side effects and symptoms that I have experienced due to essure. Cramping, sharp/stabbing pelvic and ovarian pain (left side), abnormal menses, ovarian cyst. Excessive discharge, excessive bleeding during period, painful ovulation, loss of libido, painful periods, painful intercourse (during and after) , long menstrual cycles, sexual dysfunction, itching/burning/stinging/stabbing at vaginal entrance, back/hip/joint pain, chronic pelvic pain, severe bloating, metallic taste in mouth, headaches and migraines in more frequent periods, diminished brain function (brain fog, cloudiness, forgetfulness, confusion), mood swings, major hair loss, loss of teeth, brittle teeth, lethargic, massive and uncontrollable water weight gain I have been seen by doctors. They have diagnosed me with the following conditions-lupus but been test three different times and now they say I don't have it. All organs tested and fine. Cant find out why I keep getting false then positive blood tests for lupus. Spent numerous times and lots of money on doctors and they can't figure it out. This is affecting me and my family. I'm not myself since I had the essure put in. It has affected me tremendously in a negative way. My days are always challenging.